Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter stopped rotating in the middle of surgery and cutting failure occurred. The condition of aspiration is unknown. The surgery was completed after replacing the product with another one. There's no patient harm.

Manufacturer narrative:
The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. The product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).